Manufacturer narrative:
A DHR showed no rejected inspections or quality issues during production. One nexiva unit was received for evaluation. The vent plug was fully inserted in the luer of the y-adapter inside the sealed package. Using a lab supplied artificial vein with a red dye/water mix performed a simulation of the venipuncture and the needle set was removed. The red dye/water mix flowed through the extension tubing to the vent plug, did not splash or spill out. The defects described in the incident report could not be confirmed or replicated with the returned unit. The actual unit in the incident report was not returned for evaluation. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred when using a bd nexiva¿ closed IV catheter system. There was no report of blood exposure to mucous membranes, injury or medical interventions.